Event description:
It was reported that this patient received six inappropriate shocks shortly after implant while still being at the hospital. There was no evidence of a lead connection issue after provocation maneuvers. An x-ray was going to be performed to confirm system placement. Therapy was programmed off for the time being and the patient will continue to be hospitalized until a new follow up takes place. Additional information noted that x-ray images confirmed air in the device pocket. The device was reprogrammed to the alternate vector to facilitate the absorption of the air bubbles. The patient was discharged and the system remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this patient received six inappropriate shocks shorty after implant while still being at the hospital. There was no evidence of a lead connection issue after provocation maneuvers. An x-ray was going to be performed to confirm system placement. Therapy was programmed off for the time being and the patient will continue to be hospitalized until a new follow up takes place. Additional information noted that x-ray images confirmed air in the device pocket. The device was reprogrammed to the alternate vector to facilitate the absorption of the air bubbles. The patient was discharged and the system remains implanted. Most recently another inappropriate shock was delivered in the primary sensing vector due to non physiological noise/oversensing. A device follow up took place and testing was done to attempt and reproduce the observed noise. The patient reported using an electrical chair and suspected potential interaction with the device, but a review of the episode by ts confirmed that the noise recorded most recently was not related to electromagnetic interference (emi). Provocation testing performed at the hospital did not reproduce noise in the alternate or primary sensing vectors, and the secondary sensing vector appeared to provide stable sensing and discarded myopotential noise during isometric testing. The physician elected to program the device to the secondary sensing vector. The device remains implanted.